Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by that during an afib procedure the patient developed a pericardial effusion. This was observed by a pressure drop and intra-cardia ultrasound. A pericardiocentesis was performed and just under a liter was pulled off. The patient was stable and would be transferred to the critical care unit (ccu) for observation. Additional information received indicated the incident happened while they had the bwi products in the patient, but not during their use. They had one transseptal already across the septum with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and ablation catheter in the left atrium. The incident occurred while doing 2nd transseptal with agilis sheath, and abbott brk-1 transseptal needle. It is the dr.¿s opinion that he stuck too anterior on 2nd transseptal and punctured into the aorta. The patient was reported as full recovery. No ablations were performed. This complaint will be conservatively reported against the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large since a transeptal puncture was performed with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large prior to this event occurring, therefore, it is difficult to exclude it as potentially contributing to the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by that during an afib procedure the patient developed a pericardial effusion. This was observed by a pressure drop and intra-cardia ultrasound. A pericardiocentesis was performed and just under a liter was pulled off. The patient was stable and would be transferred to the critical care unit (ccu) for observation. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).